Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-735b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the glass cap exhibit severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure that the first fiber was exchanged at 30,665 joules and 5 minutes, no information was provided as to why the fiber was exchanged. It was noted that the second fiber was spinning inside its sheath at 260,000 joules and 27 minutes. The fiber was exchanged and the third fiber was used to complete the procedure. The tips of the fibers were not cleaned during the procedure. Patient outcome "ok" reported. This report is for the second fiber.